Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned

Event description:
The following were reported as failures and included in a report received as proof of milestone on an iis: 2015- 021 . The study coordinator does not recall reporting these previously and the information included here is limited to what was in the report: dos: 19/may/14, left pfa; had an infection and underwent washout 14/august/14.